Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples or photos were returned for analysis. No samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported during use the bd autoshield¿ duo pen needle was difficult to operate or not working/functioning. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated a nurse at an aged care facility has raised concerns regarding two faulty auto shield needles. No further information available at this time.